Manufacturer narrative:
Investigation summary: the patient expired and device was not returned. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate 3/heartmate ii left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of device: 2 years and 6 months. Additional information was request, however was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient expired on (B)(6) 2019. The patient experienced a chronic driveline infection with multiple hospitalizations. The suppressive antibiotic therapy was too much. Patient decided to enter the palliative care program. The device operated as expected and will not be returned for evaluation. Additional information was request, however was not provided.